Event description:
It was reported that the pump's battery life was significantly shorter, leading to an unexpected shutdown as the battery level quickly dropped from 100% to 25%. There was no reported impact on the customer¿s blood glucose level. The customer is charging the device twice a day but declined further follow-up or intervention from technical support, and is in the process of a renewal as the pump is out of warranty.